Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (x fr sheath is x mm). In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that aortic stenosis, severe tortuosity and severe calcification from abdominal aorta to thoracic aorta, narrow area between the right common iliac artery (cia) and the right external iliac artery (eia) due to calcification may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards japan affiliate, during a transfemoral tavr with a 29mm sapien 3 valve in the aortic position, during valve alignment, there was difficulty when pulling the commander balloon catheter due to severe aortic tortuosity and the balloon of the delivery system was "torn". It was considered that the commander delivery system with the sapien 3 valve could not be pulled into the esheath. Thus, the sapien 3 valve was deployed in the descending aorta with a non-edwards balloon aortic valvuloplasty (bav) balloon. It was assessed that to re-perform transaortic valve replacement transcatheter aortic valve replacement (tavr) via transfemoral approach was difficult. An access vessel injury was noted, and a stent-graft placement was performed. The procedure was completed without valve deployment in the native aortic position. This case was reported as serious with the serious criterion of "hospitalization or prolonged hospitalization". Additional information received: significant tension was applied to the balloon catheter due to severe tortuosity. Thus, the balloon catheter could not be pulled until part of warning marker was visible. The cause of balloon "torn" was severe tortuosity. The sapien 3 valve was partially expanded with the "torn" commander delivery system balloon and then the delivery system alone was removed. Non-edwards bav balloon was inserted along the stiff wire and dilated the sapien 3 valve. The vessel injury occurred in the area between the right common iliac artery (cia) and the right external iliac artery (eia). Difficulty was experienced during delivery system withdrawal. The delivery system was carefully pulled and removed. The degree of calcification from abdominal aorta to thoracic aorta was severe. The area between the right cia and the right eia was narrow due to calcification.